Manufacturer narrative:
Lot# review: a review of suspect lot# 3247980 showed that 1,200 units were manufactured, tested, inspected and released in april 2016, citing no exception documents.

Event description:
Complaint received regarding with one ch3554, 22" add-on 150ml burette set, lot# unknown. Report states; the nurse was notified by mom when she noticed it was spilling onto the floor. Rn confirmed the chemo (etoposide) was leaking from the sealed bottom of item ch3354. She believes it may have been cracked or unsealed properly. The product had not been attached to the patient and we in turn replaced the dose in its entirety. No patient involvement and no adverse operator consequences reported.